Event description:
The customer reported that during the preventive maintenance on the iap, they observed that the iabp failed the drive assembly leak test. No patient was involved.

Manufacturer narrative:
The company representative observed that the iabp failed the "drive assembly leak test". The company representative replaced the drive manifold assembly (p/n 0104-00-0018). The iabp was full function and safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).